Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a low flow events. The center reported that the low flow alarms were due to hypovolemia and right heart failure. A direct relationship between the device and the reported hypovolemia and right heart failure could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. The log file contained several intermittent low flow events. No other notable alarms were recorded. The pump appeared to be operating as intended. The patient remains ongoing on ventricular assist device (vad) support, and no further related issues have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of heartmate ii left ventricular assist system, including right heart failure and bleeding, and the proper actions associated with them. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the hmii lvas IFU explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also provides information on anticoagulation, including recommended international normalized ratio (inr) values. The relevant sections of the device history records for vad-19997 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 19jun2017. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists right heart failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ section 4 of this IFU explains that pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. The hmii lvas IFU lists additional adverse events that may be associated with the use of heartmate ii left ventricular assist system and the proper actions associated with them. The ¿pump performance monitoring¿ section outlines different pump parameters and describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The pump flow section explains that pump flow is estimated based on pump power. Additionally, the IFU explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. The alarms and troubleshooting section of this IFU describes all alarm conditions, including the low flow hazard alarm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 and discharged on (B)(6) 2021. The patient underwent a colonoscopy. The patients colon was technically difficult as it was floppy and did not insufflate well. A clear cap ws used to advance to cecum. Diffusively congested and friable mucosa were noted in the entire examined colon. Area of pinpoint bleeding in rectum was also noted. The exact cause of the bleeding was not known but likely was related to underlying arteriovenous malformation/oozing fiable tissue. This was treated with argon plasma coagulation. The patient also underwent an enteroscopy. This showed a normal esophagus, gastritis and a normal examined duodenum. The examined portion of the jejunum was normal and was tattooed. No specimens were collected. Dark tarry stools were noted and intermittent bright red blood was noted via rectum with hemoglobin drop. The patients hemoglobin was stable and showed no further dark/bloody stools. The patients low flow alarms did not resolve and were thought to be caused by a combination on right ventricular failure and hypovolemia. The patient remained on milrinone at home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number 2916596-2021-03045. It was reported that the patient was admitted gastrointestinal bleeding and was having multiple low flow and low voltage alarms. The patient stated that the issues occurred on batteries and on the mobile power unit. Low flows were due to either hypovolemia or right ventricular failure. The patient was on milrinone long term. Log file analysis captured persistent low flow events which shortened the data capture to around 8 hours. Due to this issues there were no voltage issues noted in the file.